Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-s1. Approximately 2 years post-op the patient was involved in a motor vehicle accident and presented with broken screws at s1 bilaterally. The course of treatment has yet to be determined. No patient complications were reported.